Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's wife called asking about any recalls to the artificial urinary sphincter (aus). She stated that his husband was in bad shape and the device cut through the urethra and he had to have a major surgery. She also reported that originally they had trouble getting the device activated and had to go back to the doctor to have it activated. Later, the patient developed fever and got antibiotics, it was further determined that the aus caused the infection. The device was explanted. No more information is available at the moment.